Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a horizontal anatomy measuring at 50 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a non-abbott balloon. It was noted that the pre-bav was performed with a balloon not less than or equal to the minimum annulus diameter. During the procedure, the valve was implanted at a depth of 3mm on the non-coronary cusp (ncc). Post-implant, the valve migrated. A second 25mm navitor vision valve was selected for implant using a new small flexnav ds. A valve-in-valve procedure was performed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician believes limited visualization of the left cusp and under expansion of navitor due to severe calcification to be the cause of migration. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.